Event description:
Injury: a physician from japan reported that a woman, who was hospitalized with dementia, resisted an insulin injection done by a family member. The novofine 30 needle broke and remained at the injection site. The needle was removed surgically.